Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 81 mg/dl. The customer ended up in the hospital due to their blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Not in manufacturing mode. Unit passed the dat test with 0.08780 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. However, intermittent button response noted during testing due to corroded keypad traces. Lcd connector was inspected and no anomaly was noted. Unit was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.